Event description:
Customer reported the output dosage is incorrect. The output dosage in low dose mode = the dosage for normal mode. No patient injury was reported.

Manufacturer narrative:
(B) (6) report. A ge representative evaluated the system and reloaded software. System operates as intended.